Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical system was leaking fluid from a collection tray in the modular chemistry (mc) compartment. Customer reported they were not able to identify the source. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was due to the mc waste manifold had become clogged. The fse cleared the manifold and replace one of the lines of the waste manifold, line 158. The fse also found evidence of creatinine reagent spillage with the mc reagent syringe needing replacement.

Manufacturer narrative:
(B)(4).